Manufacturer narrative:
As reported, while using an 8x60mm smart control nitinol stent in a carotid artery opening, the stent experienced severe front jumping, causing it to fall out and eventually be removed. There was no reported patient injury. The product malfunctioned in use. The intended procedure was reported as in situ opening of the thoracic aorta. The reason for using the smart control in the carotid was noted as right size, suppleness and support matching. The access site was the radial artery, and the vessel characteristics at the target site included moderate tortuosity and calcification and 70% stenosis. The device was stored and handled according to the instructions for use (IFU) and prepped as per the IFU. There were no visible signs of device/package damage prior to use. A 6f non-cordis sheath was used, along with a 6f .035-inch non-cordis guidewire and a 6f unknown guide catheter. The smart control locking pin was in place during advancement towards the lesion but was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed by the IFU. No unusual force was applied during the deployment of the stent, and no part of the stent was prematurely deployed. There was no attempt to recapture the stent, which was removed by pulling it with a balloon. The tantalum markers were observed to open symmetrically. The device was not attempted to be deployed outside of the body. The device was returned for evaluation. The device was returned for analysis. A non-sterile ¿pkg assy 8x060 smart vas120cm,¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. Several kinks were observed at approximately 65, 106, 107, and 114 cm from the distal tip. The inner lumen was separated and not returned for analysis. The distal end of the clear section was compressed to a length of 7 cm. However, upon reviewing the sample image, these damages were not visible. Therefore, the damages likely occurred after the device was returned, possibly due to decontamination and/or shipping. The stent was fully deployed and not returned for analysis. The device was received with the mechanism deployed, and the locking pin was not returned. No other outstanding details were noticed. The usable length of the stent delivery system was not measured or verified due to severe damages impeding proper measurement. Functional analysis was performed to determine the functionality of the tuning dial of the returned unit. Since the unit was fully deployed and lacked the inner lumen, only a simulation was performed. The tuning dial and the deployment lever were set back to the manufacturing position. The tuning dial was rotated clockwise with the thumb (as indicated by the arrow). The tuning dial continued rotating until the mechanism reached the deployment position. Then, the deployment lever was pulled back. The deployment mechanism worked smoothly and properly, with no anomalies observed during the rotation of the tuning dial. The reported ¿stent delivery system (sds) deployment difficulty - inaccurate placement¿ could not be verified due to the nature of the events as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact causes cannot be determined. ¿stent jumping', is often associated with not properly straightening the delivery system prior to deployment. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported due to the condition in which the device was received as additional damages occurred during shipping of the device from the decontamination lab to the analysis lab. Procedural factors, device handling during deployment and vessel characteristics may have all been contributing factors to the reported events experienced by the customer. Additionally, ¿the cordis s.m.a.r.t.® control® nitinol stent system is indicated for use in patients with atherosclerotic disease of peripheral arteries, including iliac and superficial femoral, for tipsstm* procedures and for palliation of malignant neoplasms in the biliary tree.¿ using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device have not been demonstrated for use in the carotid artery. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using an 8 x 60 mm smart control nitinol stent in a carotid artery opening, the stent experienced severe front jumping, causing it to fall out and eventually be removed. There was no reported patient injury. The product malfunctioned in use. The intended procedure was reported as in situ opening of the thoracic aorta. The reason for using the smart control in the carotid was noted as right size, suppleness and support matching. The access site was the radial artery, and the vessel characteristics at the target site included moderate tortuosity and calcification and 70% stenosis. The device was stored and handled according to the instructions for use (IFU) and prepped as per the IFU. There were no visible signs of device/package damage prior to use. A 6f non-cordis sheath was used, along with a 6f .035-inch non-cordis guidewire and a 6f unknown guide catheter. The smart control locking pin was in place during advancement towards the lesion but was not removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed by the IFU. No unusual force was applied during the deployment of the stent, and no part of the stent was prematurely deployed. There was no attempt to recapture the stent, which was removed by pulling it with a balloon. The tantalum markers were observed to open symmetrically. The device was not attempted to be deployed outside of the body. The device is expected to be returned for evaluation.